Event description:
The reporter stated the surgeon inserted a cc4204a aspheric collamer single piece lens but the lens unfolded before entering the anterior chamber. There was no pt contact. Additional info has been requested but none has been forthcoming. If additional info becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4) (lens unfolded). Lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - based on the complaint history and work order search, a specific root cause of the event could not be determined. (B) (4).